Manufacturer narrative:
G4:10feb2021. B4:11feb2021. The ventilator was reported to be in clinical use at the time of the issue and no patient or user harm was reported. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 21oct2020.

Event description:
It was reported the alarm light emitting diode (led) error appeared at startup. There was no patient harm reported. The field service engineer advised to try replacing the power switch overlay or the power management board. The power switch overlay was replaced and the issue was resolved.